Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2008. It was reported that the patient lost stimulation in her foot. An x-ray showed that her lead had migrated. The patient is consulting with her physician about a revision procedure; however, the surgery date is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.